Event description:
It was reported that the doctor encountered a tortuous iliac vein and was attempting to advance the working catheter and artisan sheath past the area of tortuosity. The doctor was unable to advance the sheath and removed the working catheter and artisan extend and introduce a glidewire to attempt to navigate through the iliac's and the inferior vena cava into the patients right atrium. While the doctor was manipulating the glidewire the patient's blood pressure dropped and a tear in the inferior vena cava between l3 and l4 above the vena cava bifurcation was confirmed with shot of venogram. It was reported that the patient became hemodynamically unstable and a patient was sent to surgery.

Manufacturer narrative:
There were no product malfunctions reported. All artisan catheters are tested for performance prior to release. Based on the physician's statement that he was unsure whether the guidewire or the working catheter/artisan extend sheath combination caused or contributed to the perforation, hansen medical is reporting this case.